Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported their AED's battery will not stay latched in their AED. They reported this did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Evaluation of the returned device confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which is intended to assist in securing the battery in place. Despite the damaged latch, the device was able to function when the battery was manually held in position during testing.